Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 626-00-46f; modular dual mobility insert; lot# 71746403 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to instability. The surgeon primarily wanted to revise the competitor stem to change its version, but revised the liner construct as well, partially to access the femur. An mdm metal liner and adm/ mdm poly insert were revised to a constrained liner. Rep confirmed that no further information will be released by the hospital or surgeon.